Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported issues reconnecting their ilet pump, with the dexcom g7 showing a replace sensor alert. The sensor eventually connected but displayed only high, and the user declined to confirm with a fingerstick, opting to let the ilet correct. Resolution: a follow-up confirmed bg had decreased to 368 mg/dl and was trending down, with the user feeling fine and declining further assistance. At the end of the case, the event involved a highest recorded glucose of 368 mg/dl, was corrected by the ilet, and was managed without medical intervention or external assistance. No symptoms were reported during the event and at the time of call.